Event description:
According to available information, this device was not able to be implanted due to a bladder injury. The cylinders and reservoir were unable to be placed during implant due to a bladder injury. A malleable device was implanted with both sides cut to 23 cm and a standard cap placed on each side. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
It was subsequently reported that it was suspected that the patient's bladder was damaged prior to the implant of this device.